Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. The silicone boot was pulled back over the titanium housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 4000m, lot# 21881188, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 0,25 mg/ml at 0,3 mg/day via an implantable pump. The indication for use was not reported. It was reported that disconnection of the porthales 4000m and 8781 catheter was physically not possible after the trial. The healthcare professional (hcp) cut the catheter partially and reconnected with an 8784 revision kit. After this, they were able to connect the 8637-20 to the catheter. The issue was resolved. The patient's status was alive - no injury. There were no environmental, external or patient factors reported that might have led or contributed to the event. The porthales 4000m and 8781 catheter would be returned to the device manufacturer. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.